Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station powered on but showed no display. The field service engineer (fse) inspected and reseated the power cable, but the issue persisted. The station was then connected to a different power outlet with no change in behavior. The fse replaced the power supply, which resolved the problem. After the replacement, the medication station became fully operational, and the rx technician verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a black screen and automatically shut down. The device failed to boot back up. The customer attempted to troubleshoot the issue by unplugging and reconnecting the power cable however, the device continued to fail to power on. The station status was confirmed as offline in remote support service. There were no delay or adverse events or injuries reported based on this event.